Event description:
A clinical incident occurred in 2008, where the plate screws became loose and caused the dermatome to take a deeper graft than anticipated. The screws were re-tightened, however, the problem occurred again with screws loosening causing deeper grafting. During the incident investigation it was found that the screws and screwdriver of the dermatome set were heavily worn. Subsequently, the new screwdriver and screw had been ordered and received, however, the new screwdriver still "slips" before the screws are properly tightened.